Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead had high and unstable pacing impedance. The lead was capped and replaced. It was noted that the initial rv lead that was attempted as a replacement would not cross down the superior vena cava (svc). A different lead was used. No patient complications have been reported as a result of this event.